Event description:
The customer reported the system shutdown improperly. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The xray tube was replaced and adjusted. The system was tested and found to be working as intended and put back into service.